Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the device was functionally / visually tested according to the service manual. The described failure by the customer was not confirmed. The device was visually inspected as received from the customer. It was found that the device failed visual inspection due to loose knob and damaged electrical ports. Investigation is based on the assessment performed in the service center japan. The device failed the following inspection criteria according to the pre-repair: general condition: fail check quick coupling for saw blades: fail check for sticky trigger: fail mode switch-test: fail during the assessment of the device, it was found that the turn knob of the device is loose. The issue with the loose turn knob is covered under a CAPA in our quality system. Due to the loose knob a saw blade could not be secured. Furthermore, it was found that the electrical contacts are damaged, mode switch resistance was too high and trigger was not moving smoothly. The most probable root cause for the loose knob is linked to a design related issue. The most probable root cause can be traced to normal wear. This is supported by the fact that the device was manufactured in february 2018. Further investigations are covered under a CAPA in our quality system. As part of synthes quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the battery oscillator ii for bpl ii device operated even when the mode switch was in the locked position. It was unknown when the event occurred. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2026. All available information has been disclosed.